Event description:
N/a.

Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device remains implanted. A cine review was completed and confirming the device migration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported migration was reported could not be determined. A minor injury was likely a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system. Device sizing was determined based on landing zone measurements obtained at angles 0 (22 mm), 45(22 mm), 90(23.5 mm), and 135 (23 mm). The sizing was guided by these measurements. Transesophageal echocardiography (tee) was utilized during the procedure for imaging. The device was deployed in a single attempt, despite anatomical challenges due to a shallow and complex structure. A tension test was performed, and the device exhibited a ¿tire¿ shape at the time of implant. No leak was detected around the lobe of the device, and the patient remained hemodynamically stable throughout, with a left atrial pressure of 12 mmhg. No fluid was administered during the procedure, and no rhythm changes were observed. The close criteria were satisfied. On 17 october 2025, a positional change of the device was identified. This was confirmed during a routine 45-day follow-up using tee. The device was found to have shifted proximally from the intended implant site but had not completely dislodged. No intervention was performed to address the migration the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.